Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, Alaris Smartsite, leakingThe following was provided by the initial reporter: "Leak"When did the incident occur? Unknownpreviously reported for same item different batch number